Event description:
It was reported that the power was lost while pump was running. There was no patient injury reported.

Manufacturer narrative:
Device evaluation: a DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. No product was returned however the pumps operators manual spells out (see user manual section installing or replacing batteries) the type of batteries to be used and the procedure for installing them into the pump. If these instructions are not followed as written it may affect battery life and or the ability of the pump to be powered up, started and to be able to deliver medication. At this point there is no evidence that the pump failed to meet specifications. If the product is returned, smiths medical will reopen this complaint for further investigation.